Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The versacross wire was used as an exchange wire for short sheath to faradrive. A cti (cavotricuspid isthmus) was completed in the right atrium. Then, versacross dilator and wire were readvanced through sheath to prepare for transeptal puncture. The physician was performing fluoroless and utilized duomode to visualize wire. However, the wire was not tracking appropriately on map. It was ensured, the connections were clipped securely and no error codes on generator. The physician requested a new wire and upon replacement of wire, wire then visualized appropriately on esi map. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.